Event description:
It was reported that there was a broken spoke on the wheel.

Manufacturer narrative:
Rework inventory products. No found n.g product. Responsible person: (B)(4) date: (B)(4) 2014. Hardness test for wheel spokes performed, found satisfied. Responsible person: (B)(4) date: (B)(4) 2014. All wheelchairs were 100% fully checked before packed, we believe the alleged broken spokes was caused during transportation, may be the chair has sustained concealed impact on the spoke. Instructions about proper transportation and proper stowage should be followed, and always with due caution during transportation.